Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle. No ts or suture were returned for examination. The depth limiter has been removed from the depth gage lock and was not returned for examination. The actuator is lodged at the distal end of the insertion needle. The needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. The reported pre-deployment of t1 cannot be confirmed. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Device returned for evaluation on 11 april, 2016. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dr. Was trying to repair a posterior horn of lateral meniscus. T2 cannot be deployed due to the deployment button did not function properly. Both t1 and t2 were removed from the joint. Back-up device was available to complete the procedure. No delay or patient injury was reported.